Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and a drain and cardio connector were connected to continuous low pressure suction units. The drain appeared to not work properly or drain. The surgeon cut the drain and it worked properly. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.